Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that the generator was not delivering any energy. The technical support engineer (tse) recommended rebooting the generator. The system logs showed c-34 errors occurred. The procedure was completed as planned with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for the failure generator error message. It was confirmed and reproduced, on startup, the unit displayed error c-34.